Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. A complaints review was completed in (B)(6) 2014 and in (B)(6) 2014 for all attune trial instruments, following (B)(4) and (B)(4) surgeries, inclusive of the attune femoral trials, articulation surface trials, and the patella trials. Findings of the complaints review prompted dfmea updates where applicable. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pryed or otherwise inappropriately removed during trialing. (B)(4) was performed by commercialized product development and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Monitor subsequent reports via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
The attune trial broke.